Manufacturer narrative:
The technician replaced the head end brake caster screw washers nut and roll pin for the head end brake pedal to resolve the issue.

Event description:
The technician alleged that the brake casters do no hold at the head end of the stretcher. No pt impact.